Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on an unknown date, an unknown size navitor valve was successfully implanted in a patient. The length of membranous septum was 2.1mm. Post-implant, it was noted via electrocardiogram (ECG), that the patient developed a left bundle branch block (lbbb) with first degree atrioventricular block (avb). A telemetry monitor was placed. A later ECG noted that the lbbb resolved, but sinus bradycardia and first degree avb. A third ECG performed later on noted a first degree avb, right bundle branch block (rbbb), left posterior fascicular block and bifascicular block. On (B)(6) 2024, an ECG only noted the first degree avb. The patient was hospitalized and a permanent pacemaker was implanted.

Manufacturer narrative:
The reported no apparent adverse event was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record and similar complaint review could not be reviewed as lot/serial number was not provided. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously report, additional information was received and a correction needs to be made. There was no abbott device involved/implanted. The adverse events are related to a 29mm medtronic evolut fx valve. The field confirmed that there was no adverse event or malfunction of device related to an abbott device. There is nothing in the information provided that meets any part of the definition for a complaint.